Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable due to lack of charging and would no longer communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2019.